Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the instruments under the microscope displayed nicks on the knife blade. Further inspection of both anvils noted cross cutting staple line marks on the mylar cutting rings. Further inspection of an anvil noted an imbedded staple in the mylar cutting ring and the plunger was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of broken plunger that has no relationship to the reported condition. Replication the broken plunger may occur due to forcing the closure of the instrument after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the surgeon used the device to anastomose the tissue however, blood oozing was noted from the staple line of the mouth side at anastomosed site. The surgeon checked the donuts tissue and noticed the device did not anastomose muscular coat of the mouth side but only mucosa. He additionally anastomosed the tissue and completed the procedure.